Event description:
It was reported that a tasp fractured during trialing. The surgeon used excessive force. There is no additional information available.

Manufacturer narrative:
(B)(4) the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Visual inspection of the returned product found it to exhibit signs of repeated use nicked / gouged and the medial side of the tasp has fractured off. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is use error. The persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c) instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.